Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and weakness. It was noted that the right atrial (ra) lead exhibited undersensing on the presenting electrograms (egm). An ra lead dislodgement was confirmed via chest x-ray. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.